Manufacturer narrative:
The cgm calibration issue was forwarded to the sensor/transmitter manufacturer. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Contact did not provide a bg value, but reported the bg meter read "high". Reportedly, the customer had issues with the continuous glucose monitor (cgm) not calibrating with the pump. The reported cgm calibration issue was forwarded to the sensor/transmitter manufacturer. Customer delivered a bolus to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.